Event description:
A critical alarm was heard and also confirmed by telemetry. The pump alarm was due to a motor stall caused by the pt having an MRI. The length of the motor stall was not reported. The medication being delivered via the device system was not reported.

Manufacturer narrative:
(B) (4). Add'l info has been requested, a f/u report will be sent if add'l info becomes available.